Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the device was inserted blood return was attempted and it was reported that leakage/breakage was found and there was no blood return. Another device was opened to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the port device was allegedly unable to be aspirated. It was further reported that a leak/break was allegedly found at the hub which had caused a leak. Reportedly, another device was opened and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary:received one introducer needle for evaluation with one additional introducer needle, two non-coring needles, two 7 fr x 100mm introducer peel-apart sheath with 115mm vessel dilators, one j-tip guide wire with sheath, one (yellow) 20 gx40mm introducer needle, one 1¿ hypodermic needle, and one segment of 6.6 fr s/l silicone tubing embedded on a flushing connector and tunneler. Visual inspection identified cracks on the hub of needle 1. Therefore, the investigation is confirmed for a connector crack. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.